Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. This generator was obsolete. The returned sample did not meet specification as received. The visual inspection found that the non-original ac power cord was damaged with exposed wires. The equipment was triggering unintentionally. The reported condition was not confirmed. The investigation found that the equipment passed all tests as per manufacturer's specifications (calibration on monopolar and bipolar outputs, rem return gate check, current leakage test). The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The service center reported that the electrical safety test showed values above the required tolerance because the non-original ac power cable was damaged with exposed wires. When a new standard power cable was used the equipment passed the test. The investigation isolated the failure to the non-original ac power cable, but a root cause was not identified. The probable root cause could not be determined based on the information provided. Details regarding the repair were not provided. The clinical engineering technician was informed that the equipment was released for use, provided that the power cable is in perfect condition. No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was triggering unintentionally during servicing. The unit would activate intermittently. Evaluation of the equipment by the technician identified the following observations: a non-original ac power cord with plug-in adapter was in use and was found to be defective with the port on back of the device having exposed internal wires. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: the incident sample was requested but the customer has indicated that the device will not be returning. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing the device was intermittently activating unintentionally. Evaluation of the equipment by the technician identified the following observations: a non-original ac power cord with plug-in adapter was in use and was found to be defective with the port on back of the device having exposed internal wires. There was no patient involvement.